Event description:
Meter name: ot basic enhanced. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: tired, fatigue, cold sweats. A pt reported they were unable to test. Their meter allegedly would only prompt message, not ok. There was no result on their meter. There were no other tests or comparisons. Not treated.